Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, it was reported that the patient's infusion set's tubing became detached from the site. The site location was patient's left side of abdomen, and the pump was located on same side of the infusion set. The infusion had been used since (B)(6) 2021 (for three days). The infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Moreover, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the body. No further information available.